Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4, h6: part: 611.105.01s. Lot: l128405. Manufacturing site: selzach. Supplier: früh ag. Release to warehouse date: september 12, 2016. Expiry date: september 01, 2026. Since there is no allegation against packing or sterility, device history record (DHR) review is done for non-sterile part: part: 611.105.01. Lot: p251812. Manufacturing site: monument. Release to warehouse date: august 23, 2016. Manufacturing location: supplier-rti surgical / inspection and release by: monument. Part: 611.105.01, 1.7mm cocr cable with ti crimp 750mm. Lot: p251812 (non-sterile). Release to warehouse date: august 17, 2016. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from rti surgical was reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. This lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: 02-sep-2020 by: (B)(6). A DHR review could not be performed for this pi. This is the european lot number. Please provide the corresponding monument lot number and resubmit. Device history review: 02-sep-2020 by: (B)(6). A DHR review could not be performed for this pi. This is the european lot number. Please provide the corresponding monument lot number and resubmit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, patient underwent a thr revision + gt orif for a vancouver b3 fracture. Patient was implanted with a troch reathacham device large, f/cable system. After 4 months follow up, fracture was revised. Patient passed away secondary to infection. No further information available. This report is for one (1) 1.7mm cocr cable with ti crimp 750mm-sterile. This is report 6 of 6 for (B)(4).